Event description:
It was reported that the customer had a battery error on the pump. Customer took out the battery and after putting it back in, the pump worked. Customer did not see it as a problem, but it did occur twice. Customer mentioned that on his previous pump, it used to say button error. Customer stated that the alert was battery error or battery low. Customer noted that it was a fresh battery and the issue occurred once two week ago and there was another alert a month and a half ago. Both times, the battery read low and then read higher with removal/reinsertion. Customer has noted different behavior with the low battery alert. Customer stated that the issue rectified itself and continued to work. Customer had a failed battery test in the alarm history. Customer was advised to monitor the pump and will be shipped a new battery cap as a courtesy. Customer ran a self-test and the pump passed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).